Manufacturer narrative:
Bolton medical, inc. (D/b/a terumo aortic), herein known as the "company", is submitting this report pursuant to 21 cfr part 803, has made reasonable efforts to obtain complete information, and has provided as much as is available to the company as of the submission date of this report. This report is based on information obtained by the company, which may not have been able to fully investigate or verify prior to the date the report was required by the regulations. Any required fields that are unpopulated are blank because the information is currently unknown, unavailable, or not applicable. This report does not constitute an admission or a conclusion by anyone that the device caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the certain regulations, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
"Death (other than product defects): the relay pro (bs) stent-graft was used to treat a thoracic aortic aneurysm. Although it was difficult to advance the device as the procedure was performed after y-graft replacement, the device was managed to be advanced using a pull-through technique. The stent-graft was successfully implanted, and the procedure was completed without any endoleak. After the procedure, the patient was admitted to the ICU, but as no particular problem was noted, the patient moved to the ward. After that, the patient developed abdominal pain and fever, which were considered to be an infection, and were treated. However, the treatment was not successful and the patient died about two weeks after the procedure. The diagnosis was sepsis, but pancreatitis was also noted. It is unknown whether an autopsy was performed. Physician's comment: the immediate postoperative course of the patient was favorable, and the patient once recovered and returned to the ward; therefore, it was determined that the relay pro product and stent-graft implantation were not the cause. Operation type: stent-graft implantation. Blood loss: unknown. No image available due to hospital policy. Pre-case plan available. Additional information will be able to be obtained. (Tc#(B)(4))". Patient outcome: "the patient died of sepsis about two weeks after the procedure."

Manufacturer narrative:
During an internal review, bolton medical, inc. Determined that the applicable standard operating procedure did not clearly define the reporting timelines for supplemental mdrs. We have initiated corrective actions to address this gap and will be documented in our quality system under CAPA-2026-0002. All relevant device history records (dhrs) for the relay pro (m4) thoracic stent-graft system (28-m4-40-145-36u) with final assembly lot# 2502250016, including final assembly (labeling), stent-graft system/packaging, delivery system assembly and stent-graft assembly, were inspected and no discrepancies were found. No discrepancies were noted in the qc inspections performed within the corresponding sub-assembly and final assembly processes. Sterilization records show the device received the required sterilization dose on (B)(6) 2025. There were no nonconformances or reworks in relation to this device. Review of the device history records showed no issues were found during the manufacture of the device. As indicated in the narrative, CT imaging was not available for evaluation due to hospital policy. The pre-case plan schema was provided for review. The patient underwent a tevar procedure with a relay pro device (28-m4-40-145-36u). Per the event narrative and pre-case plan, the patient was treated for a thoracic aneurysm of 54.2mm in diameter. There was a moderate level of tortuosity and calcification reported in the patient's anatomy assessment. Although the narrative states that the graft deployment was successfully completed, the advancement of the device was challenging due to iliac arteries small in diameter and moderate tortuosity. The provided pre-case plan was reviewed. Table 1 identifies the requirements from the relay pro us IFU 2844-8324 rev. H and compares it with the device selected and the patient's anatomy. Table 1. Comparison between sizing requirements in IFU, device selected, and patient anatomy. Component. Target vessel diameter IFU graft diameter indication proximal graft diameter selected IFU minimum neck length patient's actual neck length comment. Relay pro proximal nec. 35.0mm 40.0mm 40.0mm 15.0mm 30.0mm proximal neck diameter and length met the IFU patient and graft selection criteria relay pro distal neck. 32.0mm 36.0mm 36.0mm 15mm 30mm distal neck diameter and length met the IFU patient and graft selection criteria. The graft selection was within the IFU patient selection criteria. A proximal graft of 40.0mm in diameter was selected for a 35.0mm aortic proximal neck diameter. The access vessels diameters were tight for device navigation and deployment. The femoral arteries were 5.0mm diameter bilaterally which were small for a 21fr introducer. The narrative states that the patient developed an infection post-procedure (abdominal pain and fever) which was unsuccessfully treated, and the patient died two weeks after the procedure. The diagnosis was sepsis and pancreatitis. ·infection after a tevar procedure is a rare but serious complication that can manifest symptoms like fever, pain, and systemic symptoms of sepsis or local signs like a draining sinus tract. Diagnosis typically involves a combination of symptoms and imaging, such as a CT scan. Management of infection often requires long-term antibiotics, and in severe cases, the surgical removal of the infected graft with reconstruction of the aorta. As per the physician's comment in the narrative, it was determined that the patient's death was not related with the device. In conclusion, a review of the device history records showed no issues with the manufacture of the device. The root cause of the reported failure of infection detected post-procedure could not be determined. The root cause of the reported failure of other adverse event post-procedure resulting in death was sepsis and pancreatitis.